Event description:
The article, ¿bail-out emergency treatment of left atrial perforation after appendage occlusion using percutaneous vascular plug device¿, was reviewed. This research article is a case study regarding a 78 year old male who was admitted into the cardiology department to percutaneous left atrial appendage (laa) occlusion (laao). Following transesophageal echocardiogram evaluation and angiographic assessment, an amplatzer amulet 25-mm device (abbott vascular) implantation was planned. A first attempt to position the device with partial device opening was made but was discontinued due to misalignment at the opening of the laa. On the second attempt, the device was definitely released, with instrumental appearance of a correct placement. Immediately after implantation, clinical deterioration of the patient occurred with hemodynamic instability and angiographic evidence of left atrial perforation at the orifice of the laa with progressive contrast medium spreading in the pericardium and cardiac tamponade. A pericardiocentesis with autologous blood reinfusion through femoral venous access was immediately performed. In consideration of the patient¿s hemodynamic instability, a quick attempt to close the defect percutaneously was made. The site of perforation of approximately 2.5 mm was engaged with a multipurpose catheter. A percutaneous vascular plug device was then placed and successfully released across the iatrogenic defect with immediate improvement of clinical conditions. Angiographic control showed complete defect closure and absence of active pericardial effusion, avoiding emergency open-heart surgery. On the following days, echocardiographic controls showed no pericardial effusion, so the patient was discharged in good clinical condition. The article concluded that the efficacy of this treatment was probably dependent on the small size of the defect; however, percutaneous vascular plug device placement can be a bail-out option in emergency situations. [The primary and coorespondence author of this article is alessandro russo, md, department of cardiology, mirano general hospital, via don giacobbe sartor, 4, 30035 mirano, veneto, italy. E-mail: alessandrorusso17@hotmail.it.].

Manufacturer narrative:
Literature: bail-out emergency treatment of left atrial perforation after appendage occlusion using percutaneous vascular plug device. As reported in a research article, an event of cardiac tamponade was reported. A pericardiocentesis was done to drain the liquid. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.